Event description:
Status post plate and screw implantation patient returned to surgeon complaining of pain and the surgeon removed the hardware. As surgeon was removing the plate and seven screws, he noted two holes of the plate and two screws that were inserted into the holes looked rusty and/or corroded, surgeon commented this looked like a mixed metal reaction. Surgeon noted the patient had healed and did not need to revised to any additional hardware. The is two of eight reports for this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture, PMA/510k number and/or the date of manufacture without the device returned or the lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review cannot be requested.